Event description:
During surgery, the poly was impacted and thought it was properly seated. The surgeon went to close and the poly dislocated from the baseplate and a tab was found bent outward. Also, one of the four screws was sitting proud.